Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing, high capture threshold/loss of capture during a follow-up in clinic. The lead was observed to be dislodged under fluoroscopy imaging. During the lead reposition procedure, the rv lead set screw presented difficulty extending and retracting. The lead was explanted and replaced. The patient was stable post procedure.